Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of occlusion is inconclusive due to poor sample condition. One photograph of what appears to be a glidepath catheter was returned for evaluation. The catheter depicted is contained in clear plastic film. The catheter appears to exhibit use residue and suturing. The photo is blurry, but the printing on the bifurcation, on the extension legs, and clamps appears to be present. As the patency of the catheter cannot be discerned from the photograph, the complaint is inconclusive due to poor sample condition. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reas0680 showed no other similar product complaint(s) from this lot number.

Event description:
Catheter occluded that has to be changed. During the removal the physician notice that the catheter can be removed easily without resistance from the cuff.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded dialysis catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 19cm glidepath dialysis catheter. Also received was a photograph which appeared to depict the complaint sample. Usage residues were observed throughout the sample. The extension tubing markings were worn and several clamp impressions were observed throughout. Sutures were tied around the catheter just distal of the molded joint and through the suture wing holes. Biological residue was observed throughout the tissue ingrowth cuff. A non-translucent region in the catheter near the distal end appeared to indicate an accumulation of residue within the catheter. An attempt to infuse water through the sample using a 12ml syringe revealed both samples to be patent to infusion with no observed leaks. Infusion through both lumens was unremarkable. Microscopic inspection of the sample confirmed the presence of blood residue but was otherwise unremarkable. No functional deficiencies were discovered during investigation of the returned sample. Consequently this complaint is unconfirmed at this time. The abundance of usage residues suggested that blood product accumulation may have contributed to the reported event; however, upon receipt at bas, both lumens were found patent and unremarkable. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
Catheter occluded that has to be changed. During the removal the physician notice that the catheter can be removed easily without resistance from the cuff.